Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has not been able to get her battery cap off the pump for the last couple of days. Customer's blood glucose was 539 mg/dl. Customer stated that she left her syringes at home. Customer stated that she is feeling really tried and can feel lots of sugar in her. Customer stated that she knows that it is due to not being on the pump. Customer is taking manual injections but it doesn't have the same effect on her like the insulin pump. Customer was advised to discontinue use of the pump if the battery is low. Customer was advised to monitor the pump closely. Customer has been off pump therapy for 1 week now due to not being able to change the battery. Customer declined troubleshooting because she is going to call her doctor. Customer stated that she works at a clinic and is in a medical environment with nurses around, so she is fine.